Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 133.6090 on their 8015 (sn: (B)(4). Case resolution: - informed customer this is most likely due to the rear speaker. - however it could also be the rs-232 board, or the logic board. - recommended removing the rs-232 board with main speaker and rear panel, to swap it with a known good. - if error clears, issue is the board or the speaker. - provided part numbers. - if error does not clear, the issue is the logic board. - if so, recommended sending in for repair. - customer will start with swapping the assembly. Ended call. (B)(4).